Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had a missing electrode. The customer states attempt to connect the sensor to the pump they noted the electrode was missing. The customer states nothing was left in the body. The sensor will be replaced.